Event description:
It was reported that the pulse generator had short pauses on stored electrocardiograms that corresponded with intense physical activity. The noise could be reproduced with proactive testing. The device was explanted and replaced on (B)(6) 2014.